Event description:
It was reported that the patient faced an event with seven infusion sets where infusion set fell off during use on (b)(6) 2026 and infusion set was in use for one day.

Manufacturer narrative:
Initial 4 of 7.E1: Name: (b)(6).Country: United States of America.Street: (b)(6).City: (b)(6).State: (b)(6).Zip Code: (b)(6).Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.